Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. However, a photo is provided for a review. The investigation of the reported event is currently underway. The catalog number identified has not been cleared in the us but is similar to the m.r.I. Low-profile implantable port, hickmen single-lumen, 6.6f products that are cleared in the us. The pro code and 510 k number for the m.r.I. Low-profile implantable port, hickmen single-lumen, 6.6f products are identified. Medical device expiry date: 06/2022. Device pending return.

Event description:
It was reported that post port placement, the catheter of the device was allegedly detached and fell off into the heart. Further surgical procedures were conducted to recover the catheter from the heart. The current patient status in normal.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I. Low-profile implantable port, hickmen single-lumen, 6.6f products that are cleared in the us. The pro code and 510 k number for the m.r.I. Low-profile implantable port, hickmen single-lumen, 6.6f products are identified in d2 and g4. H10: manufacturing review: a lot history review was performed. This is the first complaint reported to date for this product and lot, therefore a device history record review is not required. Investigation summary: one MRI low profile port, one catheter segment and one catheter lock were returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. Although the sample was returned for evaluation, four electronic photos and one image were provided for review. The investigation is confirmed for the reported suction problem, material separation, migration and the identified fracture issue, as catheter was found to be in two segments and the detached catheter segment was found to be migrated into the right heart. The edges of the catheter were jagged and the characteristics of the break surface were granular with ridges noted. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. A definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that post port placement, the port was allegedly unable to aspirate and the catheter of the device was allegedly detached and fell off into the heart. Further surgical procedures were conducted to recover the catheter from the heart. The current patient status in normal.